Event description:
After having washed this CPAP mask I tried to wear it and experienced only after a minute's use a burning in my nasal passages, a sinus headache, mucus and a tightness in my chest. These masks are not made entirely of cloth. Its cone is made of polyester.